Manufacturer narrative:
Device was received with broken retainer and missing reservoir tube o-ring. Device p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the broken retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 434 mg/dl which was treated with manual injection. The customer stated that they were not using insulin pump 48 hours prior to high blood glucose event beginning. The customer stated that also retainer ring was loose and the reservoir did not lock into place when inserted into insulin pump. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.